Manufacturer narrative:
Result: the coil is completely unraveled and wound into a fibrous ball. Conclusion: the complaint has been evaluated. The complaint indicates that both coils were detached unintentionally upon retraction of the pusher assembly within the catheter. Evaluation of the returned devices revealed that the sr wire of both coil was broken during retraction of the coil through the catheter. These failures were likely caused by force in excess of the tensile strength of the sr wire placed on the coil when attempting to retract though the catheter. Resistance when withdrawing the coils was not described in the complaint however, this type of failure is consistent with pulling with force against resistance during retraction. The damage and multiple kinks in the pusher assembly were likely due to handling and packaging for return. The second coils which is completely unraveled then wound back up into a fibrous ball appears the have been purposefully stretched out then rolled up. These issues are not associated with the reported complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00332.

Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the coils were detached early upon retraction of the pusher wire. The physician retrieved the coils and completed the procedure with no further issue. There was no reported adverse effect on the patient.